Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced fill resistance while filling a cartridge. The customer's blood glucose level was 110 mg/dl. Reportedly, the customer applied more pressure on the plunger and was able to successfully fill the cartridge. In addition, it was reported that the insulin gauge was inaccurate. The customer's blood glucose level was 247 mg/dl. Reportedly, the customer was able to reload the cartridge and received an accurate fill estimate.